Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon incorrectly implanted a 13.2 vticm5_13.2 implantable collamer lens of diopter -10.50/1.5/103 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The left eye (os) lens was incorrectly implanted in the od. The lens was removed and replaced with the correct od lens during the initial surgery. The problem was resolved and the "patient is happy." The cause of this event was reported as unknown.